Event description:
It was reported that the patient was hospitalized on (B)(6) 2012 for dka and dehydration. There the patient was reportedly treated with insulin IV or injections and discharged on the pump on (B)(4) 2012. The reporter stated that the pump was reviewed and no issues were found. On the day of release the patient's blood glucose (bg) was said to be 500mg/dl with ketones but without symptoms. The reporter said that the pump was removed again and the patient was given insulin correction via syringe. The reporter reviewed the pump with customer technical support (cts) and said that the alarm history showed an occlusion yesterday several hours after placement of the infusion set. Review of the bolus history indicated that the patient received two occlusion alarms prior to hospitalization but the site was not changed until the next day. It was noted that the patient uses only two areas for placement and has swelling in both locations. The patient was said to have been advised to use different sites but disregarded the advice. The reporter admitted that the cartridge was replaced every 5 days rather than the recommended 2-3 days. This complaint is being reported based on the conclusion that the patient experienced a serious hyperglycemic event after alleged misuse of the cartridges and infusion sets.

Manufacturer narrative:
The reporter described several use errors that were determined to be the cause of a hyperglycemic event. No product malfunction or defect was discovered. The animas devices were not requested for return. If the device should be returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.